Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly wrapped. The device was returned in two pieces; the hypotube was broken 37.5cm from the strain relief. The hypotube was kinked 29.5cm from the strain relief. Inspection under magnification revealed shaft damage 11.5cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The device was placed in a warm water bath to loosen the blood and contrast and allow for functional testing. A 0.014¿ guidewire was inserted into the guidewire lumen and was passed through the exit notch with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. A 4.0 x 15mm nc quantum apex catheter was being advanced to a unspecified lesion, resistance was met and the catheter shaft fractured. Both portions of the catheter were removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. A 4.0 x 15mm nc quantum apex catheter was being advanced to a unspecified lesion, resistance was met and the catheter shaft fractured. Both portions of the catheter were removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.